Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer, her (B)(6) daughter. The customer is concerned with test results obtained of 412 and 416 mg/dl fasting. Customer was also concerned with results obtained of 485, 542 and 447 mg/dl but was unsure if these results had been performed fasting or non-fasting. The customer¿s expected fasting blood glucose test result range is 100 -200 mg/dl; mother stated that is the range customer's endocrinologist recommends. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer was not available at time of call. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 06/18/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 412 mg/dl, date: (B)(6) time: 4:08pm fasting. Result 2: 298 mg/dl, date: (B)(6) time: 3:05pm unsure. Result 3: 297 mg/dl, date: (B)(6) time: 2:49pm unsure. Result 4: 416 mg/dl, date: (B)(6) time: 9:54am fasting. Result 5: 341 mg/dl, date: (B)(6) time: 6:58pm unsure. Result 6: 485 mg/dl, date: (B)(6) time: 5:37pm unsure. Result 7: 542 mg/dl, date: (B)(6) time: 4:54pm unsure. Result 8: 236 mg/dl, date: (B)(6) time: 9:55am fasting. Result 9: 255 mg/dl, date: (B)(6) time: 11:20pm unsure. Result 10: 447 mg/dl, date: (B)(6) time: 9:45pm unsure. Mother called for her 14 yr old daughter just newly diagnosis for type 1 diabetes in the pat several months. Her endocrinologist wants her blood to be 100-200mg/dl fasting, but the mother also doe she blood 45 minutes later which I asked if her dr is aware her taking her blood at that time and she stated no. I told her that is important that hs is aware of that, since most bloods are done before a meal or 2 or more hours later. She will discuss that with the physician. She stated these high reading started just a couple of days ago. She is storing strips correctly and open this vial about 1 week ago. Also advised not to use alcohol prior to sticking her fingers just wash her hands. Will replace meter strips and send control level 2 and 3